Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a patient with diabetes experienced leakage after insertion with infusion set, which was identified by elevated blood glucose readings and the presence of an insulin odor. Upon removal, the cannulas from the affected infusion set were observed to be intact with no visible bending or damage. The operator of the device is patient. There was a patient involvement with no harm.